Event description:
On (B)(6) 2015, pt had bi ventricular ICD implanted. No problems and device tested at end of case. Went for a f/u appointment in device clinic and generator was near depletion. Pt scheduled for device replacement. New boston scientific generator implanted after defective generator removed. Leads inspected and interrogated and working fine. No complications. Biventricular boston sci ICD implanted on (B)(6) 2015. Generator removed and new boston science generator implanted (B)(6)2015.